Event description:
The manufacturer received information in relation to a ds2 advanced auto CPAP device with a customer allegation of an online repair request. There was no report of patient harm or injury, and no report of medical intervention. The device was returned to a third-party service center. Per pil device evaluation, the complaint was confirmed. It was determined that a thermal event took place on the pca, most likely due to potential water or liquid ingress to the pca, which was the most likely cause of the device not working properly. No further action is required at this time. If any additional information is received, a follow-up report will be filed.